Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the second clip opening, recurrent mitral regurgitation and surgery. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was successfully deployed. After deployment of the second mitraclip mr was reduced to grade 1. Several minutes after the second clip deployment, mr had worsened to grade 2 to 3 and the second clip was noted to be more open than the expected 20 degrees. The procedure was completed. The leaflets were not thick, nor bulbous. There was no challenging anatomy and no issues occurred during use of the device. On (B)(6) 2018 the patient mr returned to grade 4. The patient had surgery to remove the mitraclips and surgically replace the mitral valve. The patient is ambulatory. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device analysis was performed on the returned device and the reported mechanical issue of clip open while locked could not be replicated in a testing environment as the clip was fully deployed from the device and actuator coupler could not be exposed from the l-lock tabs. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported clip opening while locked in this incident could not be determined. A definitive cause for the reported mr cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.